Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting increased shocking impedance measurements and most recently was greater than 125 ohms. All other lead diagnostics are normal, no noise was observed and the patient was not symptomatic. A boston scientific technical services consultant advised getting a chest x-ray and performing commanded shock testing to evaluate the lead further. The physician suspects there may be calcification at the tip of the lead which is causing the increased impedance measurements. A revision procedure was performed and the lead was removed from service and successfully replaced. Visual inspection of the lead noted tissue that was encapsulated in the distal coil. No adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.